Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, fever, and vomiting. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with ceftazidime injection (500mg, intraperitoneal, once daily, discontinued) and amikacin injection (100mg, intraperitoneal, once daily, ongoing) for peritonitis. Eleven days after the event onset, the patient was treated with meropenem injection (500mg, intraperitoneal, twice a day, ongoing) for peritonitis. Pd therapy was ongoing. The patient was discharged two days after hospital admission. At the time of this report, the patient was recovering from peritonitis and cloudy pd effluent. The events of abdominal pain, fever, and vomiting were resolved. No additional information is available.

Manufacturer narrative:
Additoinal information: b5. B5: upon follow-up, it was reported that the patient was discharged from the hospital after two days. Should additional relevant information become available, a supplemental report will be submitted.